Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with atrial fibrillation due to competitive atrial pacing from their pacemaker. The device was reprogrammed accordingly. Patient was stable after the event.